Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on anterior (valve bond edge). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening.